Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma - late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, exchange due concern with textured product and "superomedial volume deficits." Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV, exchange due to concern with textured product, "superomedial volume deficit, discomfort in breast, sizeable fluid collection between the right implant and chest wall is no longer identified, prior right axillary lymphadenopathy has resolved and fibroadipose tissue with chronic inflammation." Device was explanted.